Event description:
It was reported that this right atrial (ra) lead was an attempted implanted as the lead exhibited high capture thresholds and the helix would not extend when attempting to reposition it. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.